Manufacturer narrative:
Concomitant products: 1000ml baxter bag, (B)(4), lot y015313, exp sept 2017, 0.9% sodium chloride injection; 50ml, baxter bag, (B)(4), lot p343541, nov 2016. Potassium chloride; therapy date: (B)(6) 2016. The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that a secondary infusion of potassium chloride emptied within 5-10 minutes of being hung. They suspected the secondary potassium back flowed into the primary bag, however, they did not visualize it occurring. An EKG was ordered. There was no patient harm reported.

Manufacturer narrative:
The customer¿s report of the secondary back flowing into the primary was confirmed. Functional testing confirmed backflow indicating a faulty check valve. Additional testing by the supplier indicated a pass result. Disassembly of the check valve resulted in normal findings. No particulates were noted on the diaphragm membrane. The root cause of this failure was not identified.

Manufacturer narrative:
Additional information provided from customer mw (B)(4).

Event description:
A copy of the customer¿s medwatch report was received which stated: ¿nurse hung 1st of 2 bags of potassium chloride that was ordered, as a secondary using the infusion pump, started it and watched to make sure it was dripping. Nurse then assessed the patient then continued to give another medication through the IV. At this time she noticed the potassium chloride bag was empty. It had only been approximately 5-10 minutes since it had been hung. Unsure as if it had infused into the patient or back flowed into the primary (primary was lower that secondary bag), the pump was put on hold, and a nurse practitioner was notified. A stat EKG was ordered and vs were assessed, in which both were normal.¿